Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements of greater than 2500 ohms. Low p-wave amplitude was also observed. Troubleshooting options were provided by technical services. No adverse patient effects were reported. The pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).